Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that myopotential oversensing was observed. The device was reprogrammed. Patient was fine.